Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No prime fill anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. However, the insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 4.5 mmol/l. Customer advised that the insulin pump prime the line and the device pushed through the whole insulin vial after the act button was pressed. Customer advised this issue recurred every month.